Manufacturer narrative:
Section d4: additional information. Section h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be determined through this evaluation. Multiple requests for additional information regarding this event were sent to the account, but no response was received. The heartmate ii lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. Information regarding postoperative patient care can also be found within this IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to clinic with signs and symptoms of gastrointestinal bleeding, with low hematocrit/hemoglobin and transfusions were performed. The patient expired due to unknown cause and the device was not explanted. No further information was provided.